Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had flow issues. This was observed during testing in a training environment. The registered nurse (rn) was infusing medication with the extension clamp closed; however, the pump did not alarm for downstream occlusion. Additionally, the syringe pump was backflowing and/or adding volume to the syringe. There was no patient involvement. No additional information is available.